Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an inability to announce meals on the ilet, after which they stopped using the device and reverted to backup therapy. Symptoms included elevated blood glucose levels. Outcomes included disruption of device use and reliance on alternative therapy. Investigation included attempts to verify the presence of any active alerts that could block meal announcements and to perform remote troubleshooting with caregiver assistance. Investigation of this case revealed that troubleshooting could not be completed and no device-related alerts were confirmed. It was concluded that the cause of the hyperglycemia was unclear and that the device usability issue with meal announcements could not be confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.